Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: portion of guide wire remains in pt. It was reported that the whisper guide wire separated and a portion was left in the pt. The lesion was very tortuous and the physician had to push a lot to advance the guide wire into place. A microcatheter was advanced next to the whisper guide wire and a xience prime stent was deployed. The decision was made to leave the separated portion of the guide wire jailed behind the xience prime stent because it was unsure if it would be possible to get a guide wire advanced to the lesion. After stenting (stent covered the guide wire), an attempt was made to retrieve the guide wire using a snare. After consulting with another physician, it was decided to leave the guide wire behind because the pt was stable and had no adverse effects. No additional information was provided.